Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported therapy worked perfect, but their healthcare provider (hcp) wanted to try a new setting. The consumer was implanted for pain in the leg but they wanted to see if they could get relief to their lower back, since they had already tried it before and it did work. The hcp insisted the manufacturer's representative (rep) work on reprogramming on (B)(6). After the adjustment was made the consumer felt stimulation in their stomach and it was too strong. It was noted it especially intensified when the consumer laid down. The consumer laid there for three minutes since it was supposed to change after a minute, but stimulation never got kicked down. It was further reported when the consumer laid down "and stuff" it didn't work the best because stimulation felt so high that they felt like their body was going to explode. So the recharger was used to turn off the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.